Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that a button on the customer's insulin pump was intermittently unresponsive. It was stated that the time clock changed and there was no button error in the insulin pump's history. Removing the battery for five minutes did not resolve the issue. The customer's blood glucose level was not known. Nothing further was reported.